Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is blurry and is affecting what the true image should be like, resulting in this system not being used was unconfirmed. Root cause confirmation: the reported issue is unconfirmed. The probe is functioning properly. Reported issue root cause: there is no root cause due to the reported issue being unconfirmed.

Event description:
It was reported that the probe is blurry and is affecting what the true image should be like, resulting in this system not being used.

Event description:
It was reported that the probe is blurry and is affecting what the true image should be like resulting in this system not being used

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.